Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that with use of the bd¿ blunt filter needle after extraction of the solution via needle, a white solid particle was found in the solution.

Manufacturer narrative:
Investigation summary: one photo and one sample were received for evaluation. The sample has a white foreign matter attached to the bottom of the stopper. The size of fm is 1/16¿. The photo shows the white foreign matter in the syringe. Additional spectral analysis of the foreign matter was performed. It was found that the material was isoprene, a main component of rubber. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. As per request, ftir analysis was completed on the white material observed in the barrel of the syringe. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis show shows that this material is most likely isoprene (rubber material) mixed with silicone.

Event description:
It was reported that with use of the bd¿ blunt filter needle after extraction of the solution via needle, a white solid particle was found in the solution.